Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the leak had occurred previously. A field service engineer discovered that the station had been relocated from beneath the leaking ceiling, and there were indications of water on the top of the machine at the rear. However, there were no signs of water or electrical damage within the back panel, nor any evidence of water in the electronic drawer. The field service engineer successfully recovered and inventoried both the 1.1 and 1.2 drawers without any issues, wiped down the station with alcohol wipes, and returned it to service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noticed evidence of a previous leak. Towels were placed at the back of the station, water had collected in the information tag on top, and dried water droplets were visible when the back panel was opened. The top drawer failed to open and could not be recovered using standard troubleshooting methods. A noticeable odor was also present. The drawers below the affected one remained responsive. Although no specific damage was visible, the symptoms suggest an issue likely related to the earlier leak. However, there were no delays or adverse events or injuries reported based on this event.